Event description:
It was reported during the aaa procedure, the clinician was "chasing the vessel to get seal." CT during the procedure revealed the aneurysm to be more extensive than originally planned for. Instead of covering both hypogastrics with an excluder device, the clinician decided to stop "chasing" the leak, proceed to cut down the left internal iliac and sew in a bifurcated dacron graft reconstructing the natural bifurcation. Pt is fine. There was no allegation of product deficiency made by the clinician.